Event description:
It was determined that the patient had a granuloma. On (B)(6) 2011 the intrathecal catheter was removed. The patient will be evaluated and likely be re-implanted at a later date.

Event description:
It was later reported that the patient experienced increased pain and loss of efficacy. The patient reported that his body felt black and blue. The catheter felt inflamed. A CT scan, side port and dye study were done. The hcp ordered an MRI and the granuloma was detected. The health care provider (hcp) believed that the patient was describing radiculopathic pain; physician reports that granuloma was probably creating pain that was radiating from low back to abdominal area because catheter tip was located around t8-t9. As previously reported the intrathecal segment was removed and the pump was filled with preservative free normal saline. A catheter revision was done. The pump previously delivered hydromorphone and now delivered fentanyl and clonidine.

Manufacturer narrative:
Catheter model #: 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unk, catheter model #: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), programmer (ptm), model #: 8835, serial #: (B)(4).

Manufacturer narrative:
.